Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The lesion was located in the left circumflex artery (lcx). The physician advanced a non bsc stent to the lesion and the vessel dissected. A 4.5x12mm variflex stent was advanced to the lesion, but could not cross. When the device was removed from the patient it was noted that there was no stent on the delivery system. The stent was found on the prep table, and was believed to have dislodged prior to insertion into the patient. Three additional non bsc stents were placed in the lesion, but the stents could not completely cover the dissection. The patient was sent for bypass surgery due to the inability to treat the long dissection. No patient complications were reported. Post surgery the patient status is listed as stable.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - received for analysis was the detached stent inside a plastic container. The delivery device was not received for analysis. An examination of the stent found that the stent was pinched /compressed at its center. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The lesion was located in the left circumflex artery (lcx). The physician advanced a non bsc stent to the lesion and the vessel dissected. A 4.5x12mm veriflex stent was advanced to the lesion, but could not cross. When the device was removed from the patient it was noted that there was no stent on the delivery system. The stent was found on the prep table, and was believed to have dislodged prior to insertion into the patient. Three additional non bsc stents were placed in the lesion, but the stents could not completely cover the dissection. The patient was sent for bypass surgery due to the inability to treat the long dissection. No patient complications were reported. Post surgery the patient status is listed as stable.